Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was implanted who had hydrocephalus and high intracranial pressure and adjusted to 0.5, the pa tient still suffered from high intracranial presssure and images of the ventricles showed that. The doctor performed shunt tapping in order to check if there was any obstruction in both proximal and distal ends, but all was okay. The doctor assured that the shunt was draining cerebrospinal fluid from the proximal end when implanted. The pressure was checked again by the stratavarius, and it showed 0.5. The doctor had to place first external ventricular drain to drain cerebrospinal fluid. A new fixed pressure valve was implanted on the other side and kept the programmable valve.